Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This occurred several hours post-implant. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the alternate sensing vector. Technical services suspects this is due to air entrapment and advised some programming options. There were no additional adverse patient effects. The system remains implanted.